Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast pain, generalized illness, wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with mentor smooth round high profile 420cc saline breast prostheses underwent surgical intervention on both breast prostheses in 2009. A doctor added more saline to her breast prostheses because they did not look right and were wrinkling. In addition, the patient reported that she has suffered from several unexplained systemic symptoms since 2013, including intermittent breast pain, dull achy pain, heart palpitations, brain fog, gets tired easily, low energy, blurry vision, numbness when sleeping in arms and hands, swelling, heavy feeling to implants, discomfort when sleeping, and a rash on her torso. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 02/04/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).